Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was not using the recommended sample rack adapters which may have contributed to the event.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one pregnant female patient in the ER. The initial result was 682.9 miu/ml and was reported outside the laboratory. The doctor called and questioned the result as it had been higher. The customer repeated the sample on another cobas e601 analyzer and the result was >10,000 miu/ml with a data flag. With an automatic dilution, the result was 71,753 miu/ml. The customer ran a second sample from the same draw on another cobas e601 analyzer and the result was >10,000 miu/ml with a data flag. With an automatic dilution, the result was 70,867 miu/ml. The customer repeated both samples on the original cobas e601 analyzer the result for one sample was got >10,000 miu/ml with a data flag and with an automatic dilution, the result was 73,360 miu/ml. The result for the other sample with an automatic dilution was 74,013 miu/ml. The customer did not know which of these results came from which sample. The customer corrected the report to the result of 71,753 miu/ml and called the doctor. There was no adverse event. The patient's current condition was good. The hcg+ss reagent lot number was 17326805 with an expiration date of 10/31/2014. The field service representative found fibrin clot in the sample and manually cleaned the sample probe. For preventative measure he manually cleaned the reagent probe, sipper probes, flow path and measuring cells. He conditioned he pinch tubes, checked the pressure sensor voltage which was acceptable, performed a high voltage (hv) adjustment, reset the calibration data and performed a blank cell calibration. The customer ran acceptable calibrations and controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.